Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Unfortunately, without the actual complaint device it is not possible to determine where the rupture occurred. However, based upon the info provided, it appears that the catheter ruptured due to user error. Our instructions for use manual does state: "warning - polyurethane peripherally inserted central venous catheters (PICC) are not designed for power injection of contrast medium. Catheter rupture may occur."